Event description:
It is reported that when the nexgen stem implant was opened it was noticed that the stem and screw were separated, not contained in the foam sleeve or plastic bag. Stem and screw were lying on top of the foam sleeve.

Manufacturer narrative:
We could not obtain a complete, therefore, a baseline report cannot be filed. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in march of 1997. Evaluation summary: the poly bag that the product was wrapped in was changed to a shorter bag. It is possible that the shorter bag was responsible for the product escaping containment due to the fact that there was less bag to wrap around the product. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the unavailable failed to meet specifications. The investigation could not verify.